Event description:
A customer stated the adc freestyle libre 2 sensor had stopped working. On the evening of (B)(6) 2021, as a result, the customer had a seizure and a loss of consciouness. The customer's husband provided her with sugar and milk for treatment. A blood gluocse test of "lo" was then obtained on an unknown device by the husband and provided the customer additional sugar. The husband obtained another blood glucose test on the unknown device and provided the customer additional sugar every 15 minutes. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed and a sim vivo test (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer stated the adc freestyle libre 2 sensor had stopped working. On the evening of (B)(6) 2021, as a result, the customer had a seizure and a loss of consciousness. The customer's husband provided her with sugar and milk for treatment. A blood glucose test of "lo" was then obtained on an unknown device by the husband and provided the customer additional sugar. The husband obtained another blood glucose test on the unknown device and provided the customer additional sugar every 15 minutes. No further information was provided. There was no report of death or permanent injury associated with this event.